Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked approximately 2ml of diluent. The leak was discovered under the aspiration probe on the table top. The operator was wearing a lab coat and gloves, but no eye protection when the leak was discovered. There was no report of injury or exposure, and medical attention was not required. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. The field service engineer (fse) did not observe a leak under the aspiration probe, but found tubing connected to the bsv (blood sampling probe) had dried diluent at the center section fitting obstructing the flow of diluent. The fse trimmed and reconnected tubing at center section fitting to resolve the issue. The tubing at center fitting on bsv may contain blood and diluent while in operation and cleaner while in shutdown. The service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).